Event description:
Customer reported to beckman coulter, inc (bec) that the rinse block of the coulter hmx analyzer with autoloader was leaking a few drops of bloody diluent onto the counter. Customer reported that they found a restriction of the probe vacuum line and resolved the leak by removing the restriction. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) aligned the rinse probe block to assure the instrument was working properly.

Manufacturer narrative:
(B)(4).